Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibited premature battery depletion due to a recorded a battery depletion alert. Device data was sent to rhythmcare for review. Data review determined the s-ICD battery depleted quicker than expected. Device data also determined the shock impedance measurements were high, however remained within normal limits. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.